Event description:
The customer reported via phone call that she experienced high blood glucose for two days and the insulin pump did not alarm no delivery. The customer stated that the first day she her blood glucose was 300 mg/dl all day and she changed out her set and did not find a bent cannula. The next day she woke up with high blood glucose of 499 mg/dl. The customer was in the hospital for non diabetes related issues. She stated she might have not heard the no delivery alarms during the night. Last blood glucose reading was 221 mg/dl at the hospital. She was assisted with performing the high pressure test; it alarmed no delivery in less than 5 units. The customer was advised the insulin pump is working as designed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.